Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned. Functional testing consisted of using a test rotawire. The test wire was inserted into the annulus of the burr and advanced through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake engaged when the foot pedal was pressed and held the wire in place. There were no brake failures identified during functional testing. Product analysis did not confirm the reported event as the test wire was not able to move when the console foot pedal was pressed, and the brake defeat button was not pressed down.

Event description:
It was reported that a brake failure occurred. During the procedure, the brake did not work in the 1.50mm rotalink plus advancer. The procedure was completed using an alternative device. No patient complications reported.

Event description:
It was reported that a brake failure occurred. During the procedure, the brake did not work in the 1.50mm rotalink plus advancer. The procedure was completed using an alternative device. No patient complications reported.